Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 21-sep-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 36mmx2.5mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilation was performed, a 2.50x38mm promus element plus drug-eluting stent was advanced but resistance was encountered and failed to cross the lesion after multiple pre-dilation was attempted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device evaluated by MFR: a promus element plus, mr, ous 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent strut on proximal row I was lifted. The undamaged stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.